Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
During implant procedure, no pacing impedance could be measured on the right atrial (ra) lead. The ra lead was explanted and a new ra lead was successfully implanted. The patient was stable.